Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: surgeon fired once with the (B)(4), on second firing, the staple reload (B)(4) appeared fired (closed handle fired twice), however staples did not deploy. Tissue was cut and had to be closed with suture. Tissue was cut but was not staples. No injury. No blood loss. No buttress material used.